Manufacturer narrative:
The insulin pump was received with a pump error alarm and pump error alarms during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test or verify battery failed alarms due to pump error alarm and pump error alarms. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed battery alarm. Customer's blood glucose value was 13.5 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer stated that they were unable to rewind the insulin pump. Customer stated that the battery cap was not damaged or corroded. The device will be returned for analysis.